Event description:
It was reported via a published journal article a 6f angio-seal sts plus device was used to seal the femoral arteriotomy site post percutaneous coronary procedure. The pt had history of dilated cardiomyopathy and atypical chest pain. After an abnormal exercise stress echocardiogram, a coronary angiogram was performed. A pre-deployment femoral angiogram was obtained and the angio-seal was deployed and hemostasis was obtained. One hour later, the patient ambulated and complained of right foot pain and paresthesias. Physical examination revealed a decrease in temperature over the right foot and non-palpable, but doppler pulses were present. A contralateral approach femoral angiogram revealed a mobile, linear filling defect within the proximal common femoral artery, followed by a small filling defect in the distal common femoral artery which resulted in reduced blood flow. An infusion catheter treated the area with tissue plasminogen activator (tpa) for 3 hours. A recheck later revealed no change, consequently the pt underwent surgical exploration. The angio-seal was removed. An intimal flap dissection was repaired with a venous patch. The patient was discharged the next day. Sjm representative was made aware of the incident 7-6-05; however, product surveillance was made aware 12-6-05.